Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 500cc, cat. #3502500, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 500cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with unspecified breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 06/12/2018, the mentor failure analysis lab received the device for evaluation. On 06/12/2018, mentor received the following information about the event: the date of event was originally reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2018; patient¿s explanted devices were replaced with mentor smooth round moderate plus profile 600cc saline breast prostheses. On 06/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 06/25/2018, mentor completed the investigation on the suspect medical device. The device was received with no fluid. During initial evaluation a crease was observed on the anterior and extending to posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was incorrectly reported in the initial report that the device history record (DHR) had been reviewed for the suspect medical device for this event. The DHR has not been reviewed yet. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).